Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer's blood glucose. System check with tandem technical support could not be performed as the event occurred in the past.